Event description:
It was reported that on (B)(6) 2024 there was a broken tip/dull. There was no patient consequences. There was no patient or procedure involvement. This report is for one (1) drill bit/ calibrated/ 4.2 extra-long. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the serial & lot number for the device involved in the event was not provided, the full UDI is currently not available d9: complainant part is not expected to be returned for manufacturer review and or investigation. E3: reporter is a j&j employee. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.